Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s possible the cause of the faulty patient board set is related to the impact from the operational amplifier of the dr board (printed circuit board) before measures were undertaken associated with the design change, or due to poor connection. It was confirmed that the design change related to the operational amplifier of the dr board was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device didn't recognize 180 series scopes and had no image due to a faulty patient board. In addition to the reportable malfunction, the software was an old version. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center doesn't recognize 180 series scopes. The issue was found during preparation for use. There were no reports of patient harm.